Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to a surgical intervention. During the procedure, the entire device was removed and replaced. There were no patient complications reported.